Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was likely due ¿to wear and tear damage caused with increasing use/time¿. The mu-1 pump is used exclusively for the pre-cleaning of endoscopes. The instruction manual identifies the following related verbiage: this instrument has been designed to be used with an olympus endoscope and other ancillary equipment for leakage testing and remove water from the air/water channel. When combined with the optional mb-264 disinfectant container, the endoscope's air/water channel can be irrigated with 70% ethyl or isopropylalcohol to dry the channel. Do not use this instrument for any purpose other than its intended use. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The power switch and cover were found to be defective. The pump does did reach the flow rate specification and the inlet was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power switch was defective on the maintenance unit during reprocessing. During the inspection of the returned unit, the inlet was found to be broken. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.